Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited last error code 41786, had a scratched lens and alarmed "data loss" on power up. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens. There was no applicable evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that pwa board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.